Manufacturer narrative:
Patient age at time of event is currently unknown as information was not provided. Sex of patient at time of event is currently unknown as information was not provided. (B)(4). Investigation- a review of the complaint history, device history record, instructions for use, quality control, visual inspection and functional testing of the complaint device was conducted for the purpose of this investigation. One used catheter was returned. Although visual exam noted no defects, functional testing confirmed a hairline crack that would allow air to enter the system. The crack began at the proximal end hole and extends distally to just below the fitting wings. Qc inspection verifies that fittings and lumen of fittings are free of damage, threads of adapter are present and free of damage, and that fitting is securely seated in flare. Additionally, instructions are in place to 100% inspect all of the raw materials for cosmetic defects or defects that may impact function, performance or safety. This device is shipped with IFU which states "upon removal from package, inspect the product to ensure no damage has occurred. There is no evidence to suggest the product was not manufactured to specification. Force applied at the base of the fitting can lead to stress fractures as evidenced by the damage displayed. It is likely excessive torqueing [between the pressure injector and catheter fitting] during a procedurally related circumstance contributed to the event. No adverse effect. The appropriate personnel will be notified and we will continue to monitor for similar complaints.

Event description:
The device was used during an evar procedure (stent graft placement). A sheath was inserted into the patient with the common fa exposed, then the complaint device (nr5.0-) was inserted through the sheath from the right fa and placed in the abdominal aorta. When the user connected an injector to the device for angiography in the abdominal aorta, air aspiration and leakage of contrast media was confirmed due to damage in the hub on the device. Another catheter was used instead to complete the procedure. Threre have been no adverse effects to the patient reported.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
The device was used during an evar procedure (stent graft placement). A sheath was inserted into the patient with the common fa exposed, then the complaint device (nr5.0-) was inserted through the sheath from the right fa and placed in the abdominal aorta. When the user connected an injector to the device for angiography in the abdominal aorta, air aspiration and leakage of contrast media was confirmed due to damage in the hub on the device. Another catheter was used instead to complete the procedure. There have been no adverse effects to the patient reported.